Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that their insulin pump was broken near the reservoir area. Blood glucose level at the time of call is unavailable. The device will be returned for analysis.